Event description:
Paramedic responded to a code. Applied unit, unit identified a shockable rhythm and started charging. Paramedic turned off unit before fully charged and initiated CPR. Unit was turned off 14 seconds after initiation of charging. Charging would have been completed within 2 seconds. Pt expired.